Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported he is not able to adjust stimulation on the day on the call, the patient noted that the last 4 days he has been able stimulation. The patient noted he is normally at 6.4 v during the day and 6.1 v during the night. The patient reported getting the error message setting not available. The patient reported the trial started on (B)(6) and he was using a catheter on the morning of the call. The patient noted the error screen was 59. The patient noted he did not have an end date for the trial. The indication for use is unknown.